Event description:
It was reported the position of the electrode was not optimal. The electrode was not positioned adequately for stimulation and analgesic effect. The electrode was repositioned under general anesthesia. Outcome was unknown at time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).